Event description:
IV channel attached to an IV pole with multiple other channels. Tried using this specific channel to run medications through multiple times. Keeps alarming patient side occlusion or air in line. Assessed for these issues but they were not present. When taking the same medication and placing it in a different channel there were no alarms. Caused delay in patient care.